Event description:
A medical representative from (B)(4) stated that the customer ran a blood test in the breeze2 and result was 164mg/dl. The patient was re-tested using a different meter and the result was 74mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips are expected to be returned for evaluation. Replacement product was sent.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws